Manufacturer narrative:
Pelton & crane received a third party claim which was very vague regarding the details of what actually happened to the pt and what the pt and operator were doing at the time of the alleged event. Pelton & crane has not been able to obtain any specific details regarding this third party claim other than the chair serial number. The dental chair was mfg over 30 years ago as it was mfg in april 1981.

Event description:
It was reported from a third party claim that a pt was sitting in a pelton & crane chairman dental chair when allegedly the dental chair lowered and trapped the pt's legs causing serious, continuous, and permanent bodily injuries.